Manufacturer narrative:
The insulin pump was received with a blank display, due to corroded electronic and motor assemblies. Unable to verify motor error alarms due to the blank display.

Event description:
The customer called to report motor error alarms. Troubleshooting was performed, and the insulin pump was not able to rewind. Advised the customer that the insulin pump would be replaced.